Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did any piece fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the product was broken in the surgery. No other information is available.